Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads, cracked case at the display window corner and cracked lcd window.

Event description:
Customer reported via phone call that the insulin pump is damaged. The blood glucose reading was 398 mg/dl. The insulin pump will be replaced.